Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was applied to the arm of a palliative patient to maintain the placement of an infusion catheter. After approximately 1-2 hours of use, the adhesive portion of the dressing began to come off. The initial reporter was unable to identify the number of dressings impacted by this issue. No patient consequences were reported as a result of this event.